Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Conducted incoming performance verification testing and visual inspection. Confirmed customer complaint of ¿cassette not attached properly alert. Housing needs to be replaced. Dso (downstream occlusion) is also falling off and unattached¿. Complaint of alarm triggering for ¿cassette not attached properly¿ was confirmed during performance testing. Complaint of housing needs to be replaced was not able to be confirmed. The pump housing was in relatively good condition. Visual inspection did find damage to the battery compartment and corrosion on one of the battery contact springs. Visual inspection also confirmed delamination of the downstream occlusion sensor seal. Replaced latch lock, latch lock flex sensor, downstream occlusion seal, battery compartment. Conducted performance verification testing. Passed all tests. The service history review identified a previous repair was completed on date 22-mar-2022 for previous issue "contaminated battery compartment". Issue is not related to current complaint.

Event description:
It was reported that the device exhibited a 'cassette not attached properly' alert, and the downstream occlusion seal is also falling off and unattached. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.